Event description:
Per the clinic, the patient experienced a performance decrement with the implanted device and open circuits were noted on three electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.